Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured "beginning 1999" physician communication.

Event description:
It was reported that the pump was alarming. The pt experienced hypertonia, nausea and tremors. The pump was used to deliver baclofen 2000mcg/ml with a daily dose of 880mcg. The pump was replaced. The pt recovered without sequela.